Event description:
Customer reported that the insulin was not being delivered to him. The blood glucose reading was 472 mg/dl. She expressed symptoms of a racing heart and nausea. Customer treated with a manual injection. She stated that the drive support cap appeared normal. She found no air bubbles in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. The insulin pump passed the high pressure test. Customer removed the infusion set from the body and stated that the cannula was bent. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.